Event description:
The customer reported that the system does not x-ray. There was a precharge error message displayed on the system. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the batteries. The system operates as intended.